Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04819. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, there was difficulty recapturing the wds back into the was. The wds was able to be contained inside the was when removed. The procedure was completed with same was and deployment of a new wds. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device returned to MFR., device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by manufacturer: the returned product consisted of the watchman delivery system (wds). The implant was received outside of the sheath and attached to the core wire. The hub, shaft, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, tip damage (abrasions/tricuts flared), sheath damage (abrasions), and anchor damage. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with a full recapture of the implant. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MFR: 2134265-2018-04819. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, there was difficulty recapturing the wds back into the was. The wds was able to be contained inside the was when removed. The procedure was completed with same was and deployment of a new wds. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it further reported that the closure device that was returned was incorrectly assigned to this event. The correct device will not be returned for analysis. (B)(4)

Event description:
Same case as MFR: 2134265-2018-04819. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced and the closure device was deployed. However, there was difficulty recapturing the wds back into the was. The wds was able to be contained inside the was when removed. The procedure was completed with same was and deployment of a new wds. No patient complications were reported and the patient¿s status is fine.